Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedances measuring 2055 ohms. The patient will be evaluated in the clinic in the next few weeks. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedances measuring 2055 ohms. The patient will be evaluated in the clinic in the next few weeks. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.